Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-50e serial number: (B)(6). Batch/lot number: 7329488 model/catalog description: infinion 16 trial lead kit 50 cm unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient had a successful spinal cord stimulator (scs) trial. Two days after the scs trial leads were removed, the patient had a stroke and was hospitalized. The stroke was not believed to be scs device or procedure related. The patient was in good spirits and speaking full sentences. The scs trial leads will not be returned as they were disposed by the medical facility.